Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. However, clinical conditions alleged in the complaint cannot be verified from the provided photo and image review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2020), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four weeks post port placement, the patient experienced chest pain and staph aureus bacteremia. Reportedly, the device was removed. The patient's current status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four weeks post port placement, the patient experienced chest pain and staph aureus bacteremia. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-eight days post port placement, venous access port removal was performed. Purulent collection of fluid around the hub of the venous access port was noted. On the second round of chemotherapy, the patient developed fevers, pronounced neutropenia, and staph aureus bacteremia, suspected seeding from access from the port site. Tenderness over the port site was also noted. The patient was treated for a right upper lobe pneumonia and bacteremia. Concerning was for infection of indwelling venous access port. Venous access port was encountered and the fluid collection that has accumulated around it. Gross purulent material was noted. Culture of right chest wall venous access port site was given, and the venous access port was sent for gross examination. Therefore, the investigation is inconclusive for the reported bacteremia and chest pain as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 05/2020),. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that four weeks post a port placement, the patient allegedly experienced chest pain. It was further reported that the patient was allegedly diagnosed with staphylococcus aureus bacteremia. Reportedly, the device was removed. The patient's current status is unknown.